Event description:
Caller reported that the pump¿s quick bolus/wake button was difficult to press and required multiple attempts to activate the screen. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller on techniques to press the button effectively and decided to replace the pump due to persistent issues. Caller will continue using the existing pump until the replacement arrives, and customer service advised on steps for transitioning to the new device.